Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2.0mmx220mm x150cm coyote balloon catheter was selected to dilate the lesion. However, the balloon ruptured at 14 atmospheres during the first inflation. The device was removed successfully from the patient. No patient complications were reported and the patient's status was good.